Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
Complainant alleged that the patient's temperature was noted to be increasing while using a zoll catheter. The catheter was kinked on the inside, therefore it was unable to be flushed. Patient was cooled with cooling blankets instead. No adverse patient sequelae was reported. No further information was provided.